Event description:
Caller reports patient tested 7.1 inr on the coaguchek s system and 4.9 inr on a comparison lab. Coumadin held for two days based on device result. No adverse event reported. Requested return of suspect system and replacement sent.